Event description:
It was reported by the customer that during a procedure the retractor broke while being tightened. Pieces of the device had to be removed from the patient. An x-ray was taken with a negative finding pursuant to the radiologist. No adverse consequence to the patient and all pieces of the device were determined to be recovered.

Manufacturer narrative:
(B)(4). An indication was made that the device will be returning for analysis; however, has not yet been received. If the device is received by manufacturer a supplement will be filed with the results.